Event description:
It was reported that during an implant procedure, the physician could not insert a guide wire completely into the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant. The guidewire insertion test result was failed. Performed destructive analysis and found dried blood obstruction in distal conductor.